Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up feeling dizzy. The cgm alerted, and when the patient's sister took a fingerstick measurement, the cgm was reading 241 mg/dl, while the blood glucose reading was 155 mg/dl. No treatment was administered at that moment. The patient was then brought to the hospital by their sister, arriving at 8:00 am. Upon arrival at the hospital, another fingerstick measurement was taken. The cgm read 125 mg/dl, and the blood glucose reading was 226 mg/dl. The patient was treated with insulin and dextrose (route unknown). The patient was discharged the following day at 6:30 pm. At the time of this report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid prior to treatment and when checked at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.